Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
H10 h3, h6 the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation revealed the rf generator failed for voltage cal error and had an audible alarm the complaint was confirmed and a root cause has been associated with an electrical component failure.

Event description:
It was reported that the generator had a voltage cal failure. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.